Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, the valve dislodged when at 80%. The valve remained attached to the delivery catheter system (dcs) and was removed from the patient. A smaller 29mm valve was implanted successfully. It was reported that prior to the implant the patient was sized for a 29mm and 34mm valve. The larger valve was used for the initial attempt due to the patient's large body surface area, larger left ventricular outflow tract (lvot), large sinus of valsalva (sov) and coronary sinus width greater than 31 mm. After the 34 mm valve had dislodged, the implanting team all agreed to use the smaller size 29 mm valve. Of note, a pre-balloon aortic valvuloplasty (bav) was not performed at all during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-34us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.